Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the "tubes hardly fill when drawing blood, some are not drawing any blood. The issue occurred mainly at pre-ops department. The blood was extracted via luer adapter. The issue happened repeatably with several tubes of that specific lot. "

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-15. H6: investigation summary: bd received 32 (lot 0311945) and 30 (lot9304197) from the customer in support of this complaint. 20 returned samples from the lot 0311945 were draw-tested with deionized water and the customers indicated failure code was not observed. Lot 9304197 has already expired 31st of march 2021, therefore was not tested. Additionally, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the "tubes hardly fill when drawing blood, some are not drawing any blood. The issue occurred mainly at pre-ops department. The blood was extracted via luer adapter. The issue happened repeatably with several tubes of that specific lot. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the "tubes hardly fill when drawing blood, some are not drawing any blood. The issue occurred mainly at pre-ops department. The blood was extracted via luer adapter. The issue happened repeatably with several tubes of that specific lot. "